Event description:
Review posted on (B)(6): so disappointed. Rolls in you mouth. Very difficult to keep in place. Not fair to receive a bad product that you must keep. At night they slide around so much it wakes you and the second night I woke up choking on it. Poorly made product. No product returned, no contact info.